Event description:
While monitoring a pt, the device fell off of the stretcher and lost power. The device was then unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.